Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, found unit not able to pass e-stop, verified that the all-pendant keys were functional except the e-stop button. Swapped out dongles issue not corrected. Submit approval request for new pendant, verified which pedant version. Ordered parts. Replaced pendant and upgraded firmware. Replaced dongle. Tested and verified pendant was working. Verified system was operational, performed system checkout, device returned to service. B01, c07, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000210, product ID: bi71000529, serial/lot#: (B)(6) rev. 1, h2-3) the pendant was returned to the manufacturer for evaluation. Unable to confirm reported issue "unable to dock". Pendant passed visual inspection. Install pendant on test system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant keys functions actuated correctly. Cable were stretched and stressed. No functional problem found. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was having issues docking. The site also claimed that they struggled to open the gantry and it took multiple attempts to do so. There was no patient involvement. 2023-jan-08 e1 (rep) no new information.